Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure within the esophagus.according to the complainant, after advancing the gold probe through the scope, the generator pedal was pushed, but the probe failed to cauterize. The device was withdrawn, and then the procedure was completed with another gold probe along with the same equipment. Reportedly, the gold probe was not tested prior to use. Additionally, no damage was noted to the device or its packaging.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4):according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure within the esophagus.according to the complainant, after advancing the gold probe through the scope, the generator pedal was pushed, but the probe failed to cauterize. The device was withdrawn, and then the procedure was completed with another gold probe along with the same equipment. Reportedly, the gold probe was not tested prior to use. Additionally, no damage was noted to the device or its packaging.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found no visible issues. An electrical evaluation was performed, which included load and isolation of electrode tests; the device failed the load test. The device was dissected, and an analysis revealed that the wires were detached from the distal tip .the condition of the returned incident device was consistent with the complaint that the device failed to delivery energy. The evaluation attributed this to detached wires at the distal tip. Therefore, the most probable root cause is manufacturing. An investigation is underway to address cautery issues.a review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.